Event description:
It was reported to philips that the pads were used on a patient, and artifact was detected by the defibrillators. It was reported that the alleged failure was observed while in use on a patient. No adverse patient impact was reported to philips.